Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 5076-45, implanted: (B)(6) 2015. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead dislodged and the patient became bradycardic. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.